Manufacturer narrative:
The respironics service tech verified that there was no remote alarm output signal. The service tech reported the remote alarm connector on the main board was loose and not making contact with the board. The service tech replaced the main pcb to correct the customer reported problem. A notification was mailed 11/03 to esprit users informing them of the correct cables to be used with the esprit ventilators and advising them to conduct periodic tests to assure proper operation of their nurse's remote alarm system. Also included were instructions for testing the nurse's remote alarm system when used with the esprit ventilator. Customer will receive a letter update as a reminder to the notification.

Event description:
The customer reported there was no remote alarm output. The customer reported the ventilator was in use, and there was no pt harm. The respironics service tech reported that the ventilator was alarming appropriately during an alarm condition. The sevice tech reported the customer was using a non-respironics cable between the esprit and the nurses remote alarm system.